Event description:
It was reported while performing an ablation procedure using ensite velocity there was an acute shift of geometry with placement of the 1st lesion. The user went back to system reference and tried to lock onto another cs electrode but was not successful. The user when "realigned" manually but noticed a gradual drift occurring. The pt later developed cardiac tamponade. A chest drain was placed and the physician continued with the procedure. After another re-alignment the system worked fine. Additional info was requested but is not available.

Manufacturer narrative:
Investigation of returned study and case logs verified that the catheters shifted when the first lesion at enguide was placed. Version 2.1 ensite velocity software contains a bug related to positional reference. Detection of the first geometry point in v2.1 is based on the user selection of the [+] button in the model workflow. The [+] button adds a geometry surface. In the study provided the user loaded a geometry preset, which added predefined surfaces with surface names and surface colors. When the geometry preset is loaded, there is no need to use the [+] button to add a surface. Since the [+] button was not selected, the positional reference location was not reset until the first 3d lesion was placed. Resetting the positional reference location causes a catheter shift. In this study the catheter shift occurred when the first 3d lesion was placed. When this occurs the user can re-select system reference, use enguide alignment, and then select an alternate electrode as the positional reference. Per the ensite velocity instructions for use international edition, v2.0.1 page 100, chapter 6, setup, enguide alignment: "if there are changes in catheter location that cannot be adapted by navigating the positional reference electrode, enguide alignment allows for visually realigning the catheter to the model along the x-y-z- axes." To prevent the problem the user should save a shadow prior to collecting geometry points. In particular, saving a shadow on the cs catheter can be helpful in detecting dislodgement. Per the ensite velocity instructions for use international edition, v2.0.1 page 136, chapter 10, "adjusting and labeling maps, verifying catheter stability: "early in the study, place an enguide shadow on the stable catheter electrodes.